Event description:
It was reported that the patient was brought into the emergency department (ed) by ambulance following a self-initiated controller change with syncope. Patient stated that they heard an alarm and the display screen ¿told them to change her controller¿. The log files showed a driveline disconnect on (B)(6) 2023 when the patient was showing their spouse how to change a controller. From device interrogation it appeared the patient was on battery and received a low battery advisory, unsure if their batteries were completely depleted. At which point the patient changed their controller. The patient was reportedly stable in the ed. The event log captured several low voltage advisory/hazard events throughout the log while using battery power. It appeared that the patient routinely let the battery power rundown to an advisory/hazard level before changing power sources. On (B)(6) 2023 04:40a there were alarms for low voltage advisory on battery power followed by both power leads on the controller disconnected 04:41a. This enabled the backup battery in the controller with no interruption to pump support. The driveline was disconnected on (B)(6) 2023 04:44a. Related MFR: 2916596-2023-05505. Related MFR: 2916596-2023-05506.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the retrieved log files confirmed pump stop events associated with a disconnection of the driveline. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported syncopal event could not be conclusively determined through this investigation. Review of the log files revealed three driveline disconnects. The first was reportedly due to the patient showing their spouse how to perform a controller exchange. The second occurred after a no external power alarm. The driveline was then reconnected, but the pump did not restart as there was still no external power to the system controller. Per design, the pump cannot start off of the system controller's backup battery. The driveline was subsequently disconnected for a 3rd time and remained disconnected from the controller for the remainder of the log files, consistent with the reported system controller exchange. Upon connection to system controller the pump did not restart as there was no external power to the system controller once again. When the controller was ultimately connected to a power source, the pump ramped up to the fixed speed without issue. The pump appeared to function as intended throughout the log files. Per the account, no further information will be provided at this time. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The IFU further explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the system controller in a timely manner. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.